Event description:
The customer reported the evis exera ii video system center is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the printer remote that was utilized worked as normal because the g gastro displayed an error of no video image detected when triggered. There was a separate video (s-video) out connection from the cv-80 to the g gastro. However; the customer did not physically see an s-video connected to the g gastro computer. Tac concluded that the cause of the issue was related to a bad s-video out, bad s-video cable or a faulty g gastro computer video card. The customer later realized that the g gastro computer generated an error of video permission not granted. Therefore; the g gastro computer company needs to be contacted since the g gastro computer was the cause of the malfunction. The device will not be sent in for evaluation and repair. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. However, the investigation confirmed that the reported issue stemmed from an unknown problem with the g gastro computer. Olympus will continue to monitor field performance for this device.